Event description:
I have a torosa saline-filled testicular prosthesis and it deflated hours, and I could feel it denting and consorting in a manner that looked like a thumbprint was pushed in to the implant 48 hrs after implantation. The only reason to get the implant is for cosmetic purposes, however it deflated defeating the entire surgery since the surgeon said he would have to take it out and try again. I couldn't afford it and so I suffer once again having now a deflated prosthetic that is so fake and gross looking.